Event description:
It was reported that the lead exhibited greater than 2500 ohm impedance. The pocket was opened and the lead was reconnected, after which the impedance was 487 ohm. A few days later, lead impedance had dropped to 285 ohm, so the physician elected to replace the system.

Manufacturer narrative:
No medwatch form was received.